Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the double head pump of the sorin s5 system displayed an error message, stopped, and then restarted. The issue occurred to all the pumps connected to the pump system in sequence during the procedure. The patient was not injured. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative replaced the pump control board from 3 of the system's roller pumps and subsequent testing confirmed that the system was functioning properly. The replaced circuit boards were returned to sorin group (B)(4) for evaluation. Evaluation of the returned boards, including visual inspection, hardware analysis and functional testing at various temperatures, was unable to reproduce the reported issue. All 3 boards functioned as expected and no problems were found. A review of the DHR could not identify any concessions, deviations or nonconformities relevant to the reported failure. The returned circuit boards will be scrapped as a precaution and sorin group (B)(4) will continue to monitor the markets for rends related to this issue.

Event description:
Sorin group (B)(4) rec'd a report that the double head pump displayed an error message, stopped and then restarted. The issue occurred to all the pumps connected to the pump system in sequence during the procedure. The pt was not injured.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the double head pump displayed an error message, stopped and then restarted. The issue occurred to all the pumps connected to the pump system in sequence during the procedure. The pt was not injured. The investigation is ongoing. A follow up report will be sent when the investigation is complete.